Manufacturer narrative:
(B)(4). Results: lockout slide tip damaged, damaged adjusting knob. The analysis results showed that the device was received in good visual conditions and with cartridge present on the device. The cartridge was received fully loaded with staples. The device was tested for functionality with the returned cartridge and it forms the staples as intended and with a proper b formation. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout tab and the adjusting knob damaged. The damage to the tab and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure before firing, the surgeon turned the rotating knob to close the jaw, but it was too tight to turn with the normal power. It is not known how the procedure was completed. No adverse event on the patient.